Manufacturer narrative:
One each of the following 6f angio-seal vip components was received for evaluation: hemostasis sheath and locator. The locator had been fully inserted and locked into the hemostasis sheath. The sheath/locator assembly had been curved to fit within the inner plastic bag. No other components were returned. The locator had significant flaring and splitting of its distal tip, consistent with insertion into a pt. No other anomalies were noted in either the locator or hemostasis sheath. An inside diameter measurement of the locator tip was not possible due to the significant tip damage. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event was a subcutaneous deployment. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery.

Event description:
It was reported access and initial 6f procedural sheath placement was unremarkable; however, there was significant subcutaneous tissue. Pre-deployment femoral angiogram confirmed appropriate access and anatomy for angio-seal closure. The initial attempt to advance vessel location system of 6f vip over the wire met with resistance and more than usual bleeding from the access site. When withdrawn from the body, the tip of the dilator appeared blunted. A second 6f vip was opened and attempted to advance over the wire. The physician thought the vessel location system was placed intra-arterially, but excess bleeding occurred. The physician suspected trauma to the arteriotomy from the blunted tip of the first device. The angio-seal was withdrawn from the pt and the procedural sheath was placed. Bleeding continued at the site. An 8f vip was deployed and at pull back, uncompacted collagen was visible outside the skin. The physician alleged the anchor had pulled through the arteriotomy. The vip suture and collagen were cut below the surface of the skin, and a femostop was positioned on the pt, who was then moved to a holding area. While in the holding area the patient's pressure had dropped from 120-140 systolic down to 60-80. The femostop was repositioned. The patient's blood was typed and crossed. The patient's systolic pressure stabilized in the low 90's. The pt underwent surgical exploration and repair of the arteriotomy. The anchor was intact below the surface of the skin upon the initial incision. The arteriotomy had not been traumatized and appeared only as a small slit in the common femoral artery (cfa). The arteriotomy was stitched, hemostasis was achieved, and the pt was stable. The only risk to the pt was potential infection at the 5-inch incision site.